Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy stent was selected however, it was noted that the struts were stretched upon removal from package. No patient complications were reported since the device never entered the patient's body.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the distal end stretched and pulled distally over the marker band. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy stent was selected however, it was noted that the struts were stretched upon removal from package. No patient complications were reported since the device never entered the patient's body.